Event description:
A malfunction alarm was reported without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, resolving the issue.